Event description:
It was reported that a 1.5 mm diameter x 12 mm length sprinter legend rx balloon dilatation catheter burst upon crossing a severely calcified lesion with 90% stenosis located in the lad. Several other balloons were successfully used to dilate the lesion and a stent was eventually successfully deployed. The pt is reported to be fine and no other sequelae were reported. Medtronic has rec'd the device, and its analysis has been completed. The balloon appears to have been inflated. There was an approx 7mm longitudinal tear along the middle of the balloon. The distal shaft was kinked in several places most likely due to handling. There was blood residue evident in the inflation lumen proximal to the balloon bond indicating a leak in the device. Upon inspection of the device the balloon burst was confirmed along the middle of the balloon. The pressure at which the balloon had been inflated to prior to burst is unk; however, from the morphology details provided, it is possible that the action of advancing the device and inflating the balloon in the severely calcified and stenotic vessel, may have damaged the balloon material resulting in the burst as seen. The device has not been identified to be the root cause of the event. From the limited info available it appears most likely that the pt morphology was the root cause of the event.

Manufacturer narrative:
(B)(4): eval results and conclusion: severe calcification, 90% stenosis.